Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had needle break during insertion. Customer had alert for calibration not accepted and change sensor. Customer¿s current blood glucose was unknown. Product will be return for analysis.